Event description:
Event description boston scientific (bsc) received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted in response to an advisory issued for this model device. There were no specific allegations made against this device while implanted. It was reported that, during the device change-out procedure, the rate/sense portion of the patient's chronic right ventricular (rv) defibrillation was surgically capped due to noise and a new rv pace/sense lead implanted. Bsc received subsequent information that pacing inhibition was noted due to the noise for this pacer-dependent patient.